Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate erratic/low compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient advised that on (B)(6) 2011 immediately prior to the start of the product issue, she became "shaky and sweaty" which prompted her to test. The patient advised that the alleged product issue began on (B)(6) 2011 at an unknown time when she obtained a blood glucose result of "98mg/dl", and compared this result to a "103mg/dl" result performed within 30 minutes on another meter. The patient manages her diabetes with insulin (self adjust). The patient reported that self- treatment with food and drink was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. While it is unclear if the patient is reporting that the subject meter is inaccurate hi or low, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.